Event description:
A site reported that the fiber blew and burned the laser operator's hand in between the thumb and forefinger. It was reported that the laser operator had sought medical treatment following the event and had sustained a burn, the site reported that the laser operator is healing fine.

Manufacturer narrative:
The product was installed at the user site (B)(6) 2004. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and service history was reviewed (B)(6) 2013 with no issues found. A candela field service engineer evaluated the fiber and delivery system for the unit. The engineer concluded that the fiber had fractured instead of completely breaking. The gentlease operator's manual states the possible laser fiber hazards, which informs the user that, "if the fiber were to break during laser pulsing, a sudden flash or flame may be observed at the break point. This flash or flame with each pulse will continue until pulsing is stopped. Individuals in contact with this flash or flame could receive a burn." The gentlelase operator's manual also states, "if a break or sudden flash or flame is observed in the fiber, discontinue pulsing immediately."